Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that patient went to an emergency room (ER) on (B)(6) 2025 due to hyperglycemia event caused by bent cannula. The patient was subsequently hospitalized. Arrival date: (B)(6) 2025, with a length of hospitalization for 2nights, due to hyperglycemia. The event occurred within three hours of insertion. The insertion site was abdomen. The patient was shifted to intensive care unit (ICU) due to blood glucose level was over 400 mg/dl. During hospitalization, the patient got treated with intravenous (IV) of saline and insulin, potassium and magnesium. Patient was found positive for ketones level and ketones level were found to be life threatening at the time of the event. Patient has been released from the hospital on (B)(6) 2025. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.